Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been wearing the sensor and normally has some difference between glucose sensor and blood glucose readings. No troubleshooting performed as the customer was not wearing the sensor. Nothing further reported.